Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery several times. The alarm was resolved by a complete set change. The customer changed the reservoir and infusion set several times. He was waking up with blood glucose levels around 400 mg/dl because he was not receiving insulin. The device was not returned.